Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Event description:
On (B)(6) 2023, it was reported by a distributor via sems that the tip of an ar-12990 knee scorpion broke during a meniscal repair surgery. Additional information provided (B)(6) 2023: the tip of the scorpion was taken out successfully. The surgery was completed by using other suture passing instruments such as a suture lasso and a birdbeak.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint is confirmed. Upon visual evaluation, it was found that the upper jaw was broken off. Oxidation marks were observed on the device. Dfu-0255-eo warns against usage of low acid or alkaline solutions as they will corrode metal parts and anodized aluminum and compromise plastics. If non-neutral ph cleaning chemistries need to be used, neutralization steps should be taken so as not to negatively impact the fit, finish, or function of the device. Functional testing was not performed due to the broken jaw. The most probable cause is applying excessive force while grasping and manipulating tissue or applying excessive leveraging forces.